Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the event resolved on (B)(6) 2019. The patient remains ongoing on vad support. The hm3 lvas IFU lists sepsis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of this document includes a subsection entitled controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient presented to the emergency room (ER) with complaints of shortness or breath (sob), left arm pain and lower extremity edema. The patient was found to be septic. Chest CT showed multifocal infiltrates. The patient was treated with folate and thiamine supplementation. No further information provided.